Event description:
Reporter stated that pt obtained a high blood glucose results (400-500 mg/dl), while using the suspect device. Reporter indicated that, based on this value, they gave pt a 10u injection of insulin. Reporter stated that pt subsequently (time duration not provided) experienced hypoglycemic symptoms, which prompted pt to contact emergency medical services. Reporter stated that paramedics advised pt to treat pt with food. Reporter stated that they were able to feed pt 1/2 of a jar of jelly, after which their blood glucose measured 70 mg/dl (using paramedics' blood glucose monitor). Quality controls were not run on the system. Technical support requested the return of the suspect product and replacement product was shipped.